Manufacturer narrative:
(B)(4). Batch # m55a0a. Additional information was requested and the following was obtained: please find the additional information requested, can you please explain what part of the device was broken (closing trigger, firing trigger, anvil release button, handle shroud, etc.)? Handle shroud. When the device did not work properly, did the device deliver any staples? No it did not deliver any staple. When the device did not work properly, did the device cut? No it did not cut any tissue. What color cartridge was being used? Not reported. The lot # provided, m4t18f, was invalid. Do you have the correct lot number? No I do not. The analysis results found that the ats45 device was received with the release button and the handle damaged, with a reload loaded in the device. The reload was received fully loaded with staples and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the damage on the device or the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an appendectomy procedure, the device got broken from the rear when pressing the trigger. The device did not work properly. The doctor decided to use another device to cut the appendix. There were no adverse consequences for the patient. .